Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The gore® tag® conformable thoracic stent graft with active control system tgm454520e/19988345 was discarded at the facility. Therefore, an engineering investigation could not be performed in order to determine the root cause of this incident.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment for an aortic arch aneurysm and was treated with two gore® tag® conformable thoracic stent grafts with active control system. When advancing the catheter of a tgm454520e component over the guidewire outside of the patient, it would not slide properly and the physician experienced increasing resistance inside the patient. Having arrived at the intended location in the aortic arch, the catheter appeared completely un-maneuverable and finally became stuck, thus the exact target position could not be reached. It was therefore decided to place the device 1.5 cm distal to the previously planned position. No problems were encountered during stent deployment and the removal of the device catheter. The reason for the resistance felt was reportedly unknown. To gain proximal landing zone, an additional gore® tag® conformable thoracic stent graft was inserted and advanced to the intended location without issues. The patient tolerated the procedure.

Event description:
Having arrived in the intended target area in the aortic arch, the catheter appeared completely unmaneuverable and finally became stuck, thus the exact placement position could not be reached. It was therefore decided to deploy the device 1.5 cm distal to the previously planned position. As the device catheter could not be withdrawn from the guidewire, both items were removed together.

Manufacturer narrative:
5. Describe event or problem: updated part of event description.